Manufacturer narrative:
The user facility declined the quote for repairs of the impacted card slot and will continue to use a different card slot. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the 4k field monitors connected to their hexavue custom room rack were not showing any images which resulted in a procedure delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit and found that the cxps output card was not routing to the 4k field monitors due to the card slot not operating properly. To resolve the issue, the technician moved the cxps card to a different slot and reset the system. The system was tested, confirmed to be operating according to specification, and returned to service. The technician quoted the user facility for the repairs on the card slot. A follow-up report will be submitted should additional information become available.